Event description:
The hcp reported the pt had been experiencing increased spasticity. They had a fall and were "stuck in a bathtub for 3 days." After that, they became even more spastic in spite of medication dose increases. The catheter was analyzed and no problems were detected. The pump was explanted and replaced and returned to the MFR for analysis. A follow up report will be sent when additional info is received.